Manufacturer narrative:
((B)(6) 2011): the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings. On (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feeling. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: prior to the start of the alleged issue, the patient indicated she was testing her blood glucose periodically and was managing her diabetes with only diet. The patient alleged that the issue began on (B)(6) 2011 at 7pm when she obtained a blood glucose result of "200 something" with the subject meter. The patient indicated she did not take any action in response to the reported result. One hour after the alleged issue occurred, the patient confirmed and clarified she had "passed out" and loss consciousness. The patient denied making any changes to her activity level prior to the onset of her symptom and clarified she was eating an apple just prior to passing out. The patient indicated the emergency medical services (ems) arrived within five minutes after her symptom occurred. The patient reportedly obtained a blood glucose result of "20mg/dl" with the ems's meter; however, the patient indicated she did not receive any treatment from the ems because the health care professional (hcp) was unable to locate a vein in her arms. The patient was immediately transported to the emergency room (ER). During her time in the ER, the patient reportedly obtained a blood glucose result of "27mg/dl" with the ER's meter and laboratory device and the patient was soon after administered IV glucose as treatment. Several hours later, the patient was released from the ER after obtaining a result of "108mg/dl" with the ER's meter. During a doctor's office visit (the day after the alleged issue occurred) the patient indicated she was prescribed to take 2.5mg of glyburide once a day. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.